Manufacturer narrative:
Concomitant product: d154awg ICD, implanted: (B)(6) 2008. Product event summary: the distal end of the lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient requested the leads removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.